Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's stimulator was bothering them. It was hurting them and they couldn't even sit down. They thought they might have an infection. They were wondering if it could be a result of them using a mobile cart at a store. They described that, when using the cart, it would stop and go constantly and they were wondering if that did something to the stimulator. They noted that they had to use the mobile cart because they had hip surgery on the opposite side of where the implantable neurostimulator (ins) was implanted. They had called the hcp office and was waiting to hear back. There were no device issues reported. On (B)(6) 2016, it was reported by the hcp that the patient was complaining of pain at the incision site and burning with urination. The patient presented with pain at the implant site after having it jostled by a motorized cart. They also reported vaginal discomfort. It was noted that the surgical site was clean, dry, and intact and there was no evidence of infection.